Manufacturer narrative:
Evaluation: the 5mm conv. Seal with stopcock was returned missing a section near the tip of the duckbill. The returned unit was disassembled for evaluation. Conclusion/corrective action: from the description of the event and the returned 5mm spartan seal, it was thought that the portion of the seal that was not returned with the unit was torn off by the an instrument upon inserton into the 5mm seal. The investigate this, samples were tested by inserting an optical separator into 5mm seals attached to a 5mm cannula. The only way the incident could be recreated was to misalign the optical separator upon insertion into the cap of the 5mm spartan trocar seal. This misalignment causes the tip of the optical separtor to snag against the seal. When the optical separator continues its path through the cannula, it stretches the seal to the point of permanent deformation and the seal tears the product information data sheet (pid) that is supplied with the c0102 5 x 150mm optical separator units states: "all instruments should be centered axially when inserted through the seal for easier insertion." Additionally, any non-indicated instruments used with this device could damage the seal. For this reason and because these directions are already included on the pid, no corrective action is required.

Event description:
Customer experience: customer claim: "1 quadrant of 5mm seal broke/tore and was lodged inside of patient. Dislodged during initial insertion of separator utilizing scope inside of obturator. Seal segment not recovered from patient."